Event description:
It was reported that the thunderbeat fragment broke off in an open sigmoid resection surgery and the fragment of the instrument fell inside the patient¿s abdomen. The patient was under stable anesthesia. The device was retrieved that took only a few seconds additionally. No other medical/ diagnostic intervention were undertaken during the procedure. The procedure was completed by replacing with another device. No reports of patient harm.

Manufacturer narrative:
The device was returned and on visual inspection the jaw coating was peeled off on the grasping section. The probe tip coating was peeled off, broken/cracked. Minor deformation of the tissue pad was identified. The probe had broken around the outer pipe. There were scratches on the probe. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been less than 1 year since the subject device was manufactured. Based on the results of the investigation, the broken probe was likely due to the following mechanism: 1) during the output activation in ¿seal & cut¿ mode, the distal end of the probe was contacting a thin device, causing spark generation. 2) a force was then applied to the probe during spark generation. 3) cracks were generated on the probe due to the load applied to the probe during tissue grasping and ¿seal & cut¿ output. 4) due to continuous use of the device, the cracks on the probe progressed. This led to breakage of the probe. However, the root cause of the reported event could not be determined. The event can be detected/prevented by following the instructions for use (IFU) which state: ¿do not grasp or let the probe tip contact hard objects such as metal clips, stapler, or other instruments (e.g., uterine manipulator). Also, be careful to avoid contacting the probe tip with those accidentally. Particularly during activation, a scratch on the probe tip could occur due to ultrasonic vibration, which leads the probe tip to break and fall off into the body cavity. In addition, the high-frequency (rf bipolar) current flows through the metal and generates spark discharge, which may cause burns and decrease functionalities.¿ ¿if the grasping section, metal-exposed area around it or the probe tip gets sticked tissue during treatment, wipe it with a soft object such as a piece of gauze or a brush. Do not attempt to scrape it with a sharp object such as a scalpel or the tip of tweezers. Otherwise, the grasping section, metal-exposed area around it, the fluorine resin part, a coated surface or the probe tip may be scratched and damaged, which may lead to fall-off of the damaged part into the body cavity or burns of the tissue by a high-frequency leak current output due to destruction of the insulation structure.¿ ¿do not activate output in seal & cut mode while the grasping section is closed without contacting tissue or vessel or ensuring that tissue is transected. Otherwise, a local increase of the temperature due to a friction between the probe tip and the grasping section may result in various forms of damage in the probe tip and/or the tissue pad, such as premature wear, breakage, deformation, and/or falling off inside the body cavity and/or partial separating.¿ ¿when cutting and vessel sealing is performed in seal & cut mode, apply light tension on the tissue so that users can confirm it is transected. Also, stop activation immediately after tissue is transected. Otherwise, the grasping section, the tissue pad, or the probe tip may break and fall off, and partial separating of the tissue pad may occur due to a local increase of temperature caused by the friction between tissue pad and the probe tip during activation.¿ this supplemental report includes a correction to g2 to provide information that was inadvertently not included in the initial medwatch. Olympus will continue to monitor field performance for this device.